Event description:
It was reported that the patient presented to the hospital with lower extremity paralysis and noted to be associated with the lead location. It was noted that the system was explanted, a culture was done, the leads were sent to the hospital pathology lab, and the device was set to the hospital risk management department. Additional information received reported that it was unknown what the cause of the paralysis was and if it had resolved or was ongoing. Additional information had been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient was a quadriplegic ¿which may be related to fibrosis related to the stimulator leads sitting over top of the spinal cord.¿ it was noted that ¿it made a big fibrous reaction which took space in the spinal canal¿ and they were ¿not sure, but the product may have contributed to this.¿ it was later reported that there was no malfunction of the implantable neurostimulator or cervical epidural leads upon removal and the quadraparesis was slightly improved. It was noted that the patient was still with upper and lower weakness. See attached user facility medwatch, user facility report number (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type lead; product ID 3550-39, lot# n250632, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type accessory; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 355531, lot# n311567, implanted: (B)(6) 2011, product type screening. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the cause of the event was epidural compression from inflammatory mass on cervical epidural leads. It was noted that a MRI/x-ray/CT scan was done and noted results as myelogram and compression from leads. The patient required hospitalization due to the event and the patient outcome was noted as ongoing serious injury/illness.

Event description:
Additional information received reported that a specimen of "epidural fibrotic mass and leads" (two leads with a portion of tissue encasing the tips) was submitted for pathological analysis. Results showed it to be consistent with the reported history of fibrosis surrounding the lead component. Specifically, dense fibrovascular tissue with acute and chronic inflammation and foci of necrosis was observed. It was also noted that there was no evidence of organisms on the examined sections; however, infection could not be completely excluded and "clinical correlation" was recommended. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4)